Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2011, the patient received a mitroflow lxa as part of his native aortic valve replacement. After 6 years from the initial implant ((B)(6) 2017), the patient was informed that his valve had severe calcification and fixed leaflets, thus re-operation was needed to replace the valve. On (B)(6) 2017, the patient underwent surgery to have the mitroflow valve explanted.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not received for investigation, no device analysis can be performed, and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified.